Manufacturer narrative:
The carto vizigo sheath product was returned to johnson and johnson medtech for evaluation. Visual inspection of the returned device was performed following johnson and johnson medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The device was connected, and no connector issues were observed during the test. A device history record evaluation was performed for the finished device 60000331 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was not confirmed since no connector issues were observed during the analysis. The potential cause of the dislodged hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. This issue could be related to the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the hemostatic valve was dislodged inside of the hub component. Initially, it was reported that a problem was seen in the catheter connection handle, making it impossible to insert them. No adverse patient consequence was reported. The connector issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 25-sep-2024, the hemostatic valve was dislodged inside of the hub component. This was assessed as MDR reportable with an awareness date of 25-sep-2024.